Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured" allergan saline device.

Event description:
Healthcare professional reported a question regarding a "ruptured" allergan saline device against the left side. The device has been explanted and replaced.